Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09300. The pt received the scs system on (B)(6) 2010. It was reported the pt was taken to the emergency room on (B)(6) 2010 with wound drainage from the upper thoracic surgical site. The pt was admitted for less than 24 hours for IV antibiotic treatment and then discarded with wound care, oral antibiotics and close f/u. The symptoms resolved without further complications.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.